Event description:
Baxter account manager reported to global pharmacovigilance (gpv) on an unreported date, the patient experienced the onset of severe drain pain during initial drain. Since the patient was not able to bypass the initial drain, he "disconnected the transfer set from the cassette, put the cassette tubing into the toilet to drain, and then re-connected to his body." The baxter account manager further stated that the patient "got peritonitis" due to "disconnecting the transfer set from the cassette, put the cassette tubing into the toilet to drain, and then re-connected to his body." The baxter account manager believed that the drain pain was related to the home choice machine. The baxter account manager was not able to provide a baxter drug or patient identifiers for the patient involved. All information available to the baxter account manager was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown, therefore suspect medical device info and 510k number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed. The assignable cause was undetermined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The patient was a (B)(6) female. The nurse clarified that on (B)(6) 2012 during drain, the home patient (hp) disconnected their transfer set, placed the end of the cycler tubing in a cup of tap water while draining, the tap water was drawn into the heater bag and when the hp reconnected for a fill cycle the tap water was infused into their peritoneum. On (B)(6) 2012 the hp was hospitalized for peritonitis the hospital treatment included 1 dose of ip ancef and ip fortaz (dose unknown). On (B)(6) 2012 the hp was discharged from the hospital. On (B)(6) 2012 the hp was seen at the clinic and treated with one dose of ip fortaz 1 gm and started ip ancef 1 gm ip to continue daily for 2 weeks. The patient was reported to be recovering from the peritonitis. The hp was instructed on aseptic technique and re training is scheduled for a future date.